Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 561 mg/dl. Insulin pump had blank display as well as battery out limit alarm. Customer states battery compartment is neither damaged nor corroded. Customer states the spring is neither damaged nor corroded. The insulin pump will not be returned for analysis.